Manufacturer narrative:
(B)(4). Batch #: n92164. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the device was defective. There were no patient consequences.